Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt had set up his pump supplies 2 days ago. He claimed his blood glucose (bg) was normal yesterday until "mid-day." The pt claimed he had no infusion site issues. The pt stated he ate and then became ill with projectile vomiting. He was admitted to the hospital early this morning with a bg of 449 mg/dl. The pt was diagnosed with dka and possible food poisoning. The animas rep reviewed the pump with the pt and noted that the pump settings and history were all correct. Based on the troubleshooting performed with the animas rep, there was no malfunction found with the pump. The pump was replaced since the pump was exposed to x-ray during his hospitalization. There was no indication that the pump malfunctioned; however, this complaint is being reported because the pt reportedly was hospitalized with dka.